Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed self test. No unexpected alarms noted during testing. Pump successfully downloaded traces and history file using thump. Unit successfully uploaded onto carelink. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. Test p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, broken belt clip rails, cracked reservoir tube lip, missing o-ring, and partially broken retainer. Alleged no communication between pump and transmitter not confirmed during testing. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for loss of communication between the transmitter and the pump, the issue was not resolved. No harm requiring medical intervention was reported. Mmt-1880 was returned for analysis.

Manufacturer narrative:
Unit passed self-test. No unexpected alarms noted during testing. Pump successfully downloaded traces and history file using thump. Unit successfully uploaded onto carelink. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. Test p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, broken belt clip rails, cracked reservoir tube lip, missing o-ring, and partially broken retainer. Alleged no communication between pump and transmitter not confirmed during testing. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.